Manufacturer narrative:
Per -3307 final report. Additional information including operative notes, patient details and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The explanted devices could not be returned for examination. Two x-rays were provided and reviewed. It appeared that the stem may potentially have been slighly under sized. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the stem loosening was following a fall that the paient had post-op. Based on the available information, it has been concluded that the fall was the most likely cause of the stem loosening and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix collared / trinity revision of the stem and head after approximately 11 months due to stem loosening following a fall.

Event description:
Metafix collared / trinity revision of the stem and head after approximately 11 months due to stem loosening following a fall.

Manufacturer narrative:
Per -(B)(4) initial report please note: this initial report was originally submitted via the webtrader at 11:53am on (B)(6) 2020, however, an acknowledgement was not received to state that the submission had passed. Therefore the initial was re-submitted on (B)(6) 2020 at 2:33pm. This initial has been acknowledged as passed. It was reported that the patient had suffered a fall prior to the revision. Additional information, including operative notes, patient age, patient activity level, patient medical history and an update on the patient following the revision has been requested, and if receieved, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. It was reported that the patient had suffered a fall prior to the revision. Additional information, including operative notes, patient age, patient activity level, patient medical history and an update on the patient following the revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared / trinity revision of the stem and head after approximately 11 months due to stem loosening following a fall.